Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the hospital for a blood transfusion and was changing out his infusion set in the hospital. Insulin drops were not coming out during priming. His blood glucose level was not reported. The product will be returned. Nothing further to report.